Event description:
It was reported that while in the theatre, the rn prepared the intra-aortic balloon (iab) as per protocol. The surgeon inserted the sheath in the pt's right femoral artery. While the md was back loading the iab over the spring wire guide, he encountered difficulty while advancing the iab fully into the sheath. The md made several attempts to advance this iab without success. As a result, the md removed the still wrapped iab back out the sheath. The sheath was removed and replaced with a 9fr super arrow-flex sheath. The md tried to insert the iab again, but still could not advance the balloon fully into position. The iab was removed out of the sheath and the sheath removed and procedure abandoned. There was no reported pt death or injury. Medical/surgical intervention was not required. The md tried to insert the iab for a total of 15 minutes before abandoning the procedure. There was no reported pt complications and the pt outcome is listed as " the pt went to ICU without iab." Add'l info received on (B)(6) 2012 by teleflex clinical support manager stated that the perfusion technologist mentioned that he did not think it was a product error, but tortuous anatomy of the pt vessels.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.